Manufacturer narrative:
Us customer contacted cepheid to discuss patient results for xpert xpress sars-cov-2 tested on the genexpert instrument. Customer collected a sample from a patient who had previously contracted covid in (B)(6) 2021 and since ahs been vaccinated. A np sample (sample 1) was tested on xpert xpress sars-cov-2, reagent lot 04725, on (B)(6) 2021, producing the result of sars-cov-2 positive. The result was reported to the physician. A second np swab (sample 2) was collected on (B)(6) 2021 and was tested on xpert xpress sars-cov-2, reagent lot 04725 producing the result of sars-cov-2 negative. Both sample1 and sample 2 were then tested on the reference/comparison method, biofire respiratory panel 2.1 which resulted in not detected for all viruses and bacteria for both samples. Customer believe the sars-cov-2 positive result was a false positive. Technical support provided customer information regarding module cleaning. Cepheid patient safety board member reviewed the data provided by the customer. Testing performed on patient with known covid-19 disease in january (retested unknown reason in march, positive) presenting with symptoms and abnormal chest xray. Review of initial positive shows single n2 target detection only with a weak cycle threshold value. Target and spc amplification and end point fluorescence (epf) appear normal. Review of the negative second sample shows normal spc amplification and epf. No evidence of product malfunction. Negative biofire respiratory 2.1 panel likely due to higher limit of detection as compared to xpert xpress sars-cov-2 assay. Discrepant likely due to viral nucleic acid at or below the assay's limit of detection in a patient who with known previous covid19 disease sporadically shedding residual rna but possibility of vaccine breakthrough and early stage disease is possible, albeit remote. False positive results for sars-cov-2 could lead to incorrect management of symptomatic patients, including unnecessary isolation or quarantine, misallocation of resources, delayed diagnosis and treatment for other infections or health conditions, or unnecessary antiviral treatment. Results are for the identification of sars-cov-2 rna. As per section 3 of xpert xpress sars-cov-2 eua IFU; positive results are indicative of the presence of sars-cov-2; clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status. Note for device evaluated by manufacturer - answer of no is due to the single use of the xpert xpress sars-cov-2 test and the unavailability of that product lot to be returned to cepheid.

Event description:
Us customer contacted cepheid to discuss patient results for xpert xpress sars-cov-2 tested on the genexpert instrument. Customer collected a sample from a patient who had previously contracted covid in (B)(6) 2021 and since ahs been vaccinated. A np sample (sample 1) was tested on xpert xpress sars-cov-2, reagent lot 04725, on (B)(6) 2021, producing the result of sars-cov-2 positive. The result was reported to the physician. A second np swab (sample 2) was collected on (B)(6) 2021 and was tested on xpert xpress sars-cov-2, reagent lot 04725 producing the result of sars-cov-2 negative. Both sample1 and sample 2 were then tested on the reference/comparison method, biofire respiratory panel 2.1 which resulted in not detected for all viruses and bacteria for both samples. Customer believe the sars-cov-2 positive result was a false positive. Technical support provided customer information regarding module cleaning.